Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and log files, was not provided. And an investigation was not able to be performed. Not withstanding, a review of complaints' trend, reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine, the exact root cause of the reported issues, as no information was provided for investigation.

Manufacturer narrative:
Investigation is not yet complete. Upon complete, the information will be provided in a supplemental report.

Event description:
The customer reported false positive results with the ID now covid-19 assay. The customer reported negative results with the ID now covid-19 assay performed on (B)(6) 2021. On (B)(6) 2021, ID now covid-19 assay generated positive results. Confirmation testing on (B)(6) 2021 (date of collection unknown) with genexpert generated negative results. Swab and sample type and use of viral transport media were not provided. No patient information, including symptoms, treatment, and outcome, was provided. Attempts to gather further information were unsuccessful. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.